Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that their insulin pump alarmed pump error. The customer¿s blood glucose level was 38 mg/dl at the time of the incident. The customer received emergency medical assistance on (B)(6) 2017 for low blood glucose. Customer was found unconscious and was given glucose fluids to treat the low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. All boluses were recorded in device history and daily totals. No memory anomaly noted. Device alarmed hardware low level failures during self test and confirmed in the device history due to broken traces on keypad assembly. Device received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, keypad overlay texture damage and minor scratches on lcd window.